Event description:
It was reported a patient experienced peritonitis manifested by fever and chills coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. On an unknown date, pd therapy was discontinued and the pd catheter was removed and hemodialysis was started. On an unknown date during hospitalization, the patient started treatment with an unknown antibiotic for peritonitis. The cause of the fungal peritonitis was unknown. The patient was discharged from the hospital 6 days later. Outcome for the event of peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. The cause of could not be determined with the available information.